Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00134. The patient (B)(6) received an scs system on (B)(6) 2012 for leg pain. It was reported since implant the patient only feels stimulation at the ipg pocket. The alleged issue was initially believed to be the result of the surgical staples utilized to close the incision site; however, the problem persists following the removal of the staples. Efforts to resolve this matter via reprogramming have been unsuccessful. Further interrogation through diagnostic tests and x-rays found no issues with respect to impedance measurements or lead connection. The patient denies experiencing any traumatic event to the ipg pocket or lead site. Surgical intervention is planned at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.